Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high bg (blood glucose) values of over 500 mg/dl while wearing the pod on her abdomen for between 36 and 48 hours. She woke up at around 6:00 am and the mother noticed that the cannula had come out of the body and so she checked the patient's bg right away. It was over 500 mg/dl, so a new pod was put on, then checked ketones and gave a correction bolus of about 6 to 7 units via the pdm (personal diabetes manager). The patient was vomiting for 4 hours and bg went extremely low to 38mg/dl. About 3 hours later she checked ketones again and it was still showing large after she stopped vomiting. The bg levels went back up to around 200 mg/dl, but ketones still showed large after 6 hours. The mother called the doctor, who recommended that they go to the hospital. Patient was treated with an IV for fluids and blood work was done. The pod was thrown away.